Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device found to be at recommended replacement time (rrt) at the clinic check. The device was reprogrammed to managed ventricular pacing (mvp). It was also reported that the implantable pulse generator (ipg) had reached early battery depletion. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device found to be at recommended replacement time (rrt) at the clinic check. The device was reprogrammed to managed ventricular pacing (mvp). It was also reported that the implantable pulse generator (ipg) had reached early battery depletion. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.